Manufacturer narrative:
Sensor 1mh008z23pm has been returned and investigated. Visual inspection has been performed on the returned sensor and the sensor was properly seated. The sensor was sent for further investigation and de-cased. Burn marks to the sensor¿s components and pcba (printed circuit board assembly) was observed. Upon further visual inspection, burn marks were observed going through the sensor casing. Attempted to scan the returned sensor using evm (evaluation module) and a new un-used reader and no communication between the two was successful. The burn marks on the components and pcba are consistent with the sensor being exposed to an electromagnetic radiation, such as a microwave oven. Therefore, the issue is not confirmed due to an user issue. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported a sensor error message from their adc device. The product was returned and investigated and burn marks were observed internal to the sensor during the investigation. This report is being submitted due to the returned product investigation results. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
This serves as a correction report. Section b-3 (date of event) was incorrectly documented in the previous report and has been updated. Section g-3 (date received by mfg) was incorrectly documented as february 19, 2024, in the previous report. The correct g-3 date is march 8, 2024.

Event description:
Customer initially reported a sensor error message from their adc device. The product was returned and investigated and burn marks were observed internal to the sensor during the investigation. This report is being submitted due to the returned product investigation results. There was no report of death, serious injury, or mistreatment associated with this event.